Event description:
The complainant stated the head section of the bed will not remain elevated. Head section is drifting slowly.

Manufacturer narrative:
The technician isolated the issue to the CPR valve allowing the head cylinder to lose pressure. The technician replaced the CPR valve to repair the bed.